Manufacturer narrative:
In the initial report submitted, the incorrect lot number provided (3.0.0.20) has not been corrected in the final report. The subject follow up report is performed to provide the correct lot number (3.0.0.21).

Event description:
During a standard seeg case the robot shut down twice due to communication failures. The first time the surgeon was using the pointer probe during bone fiducial registration verification and the next time the pa was using the distance sensor to mark the entry points on the patient's skin. The arm was not in any compromised positions when this happened.

Manufacturer narrative:
The analysis of the data log files pointed out that each of the two reported communication failures had a different root cause. A software bug already know caused the first communication error. The second communication error is due to a user error: user applied too much force on the robot arm.

Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery the robot shut down twice due to communication failures.